Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was capturing intermittently. The doctor observed the connector part of lead appeared to be loose and not fitting with testing cables. The doctor queried faulty lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.